Manufacturer narrative:
Corrected information was provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery, an ophthalmic system emitted dimming of the illuminator and the auxiliary chandelier focus, along with overheating of the lighting probe. This was followed by a power failure, and the system displayed a message in fluid air exchange mode. Procedure details have not been provided, and no patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was able to replicate the reported ¿overheated lamp, system power and system message issues.¿ the power control printed circuit board (pcb) was replaced to address these issues. The ¿illuminator¿ issue was not confirmed and not replicated. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported lamp issue, system power issue, and displayed sm issue are attributed to a nonconforming pcb. The reported illuminator issue was not confirmed or replicated. Manufactuer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).